Manufacturer narrative:
The returned ipg sc-1110-02 (s/n (B)(4) was analyzed and no anomalies were found. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced nausea and burning sensation due to an allergic reaction to their ipg. The patient tested positive for allergy to titanium. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient experienced nausea and burning sensation due to an allergic reaction to their ipg. The patient tested positive for allergy to titanium. The patient underwent an ipg explant procedure.